Event description:
It was reported that the charger was no longer charging the ilet, and after troubleshooting the customer¿s address was verified and a replacement charger was arranged. Symptoms included no reported adverse clinical effects. Outcomes included provision of replacement supplies and completion of troubleshooting and education. Investigation included customer interview and basic functional troubleshooting conducted remotely. Investigation of this case revealed a suspected power or charging accessory malfunction affecting the charger component, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger accessory.